Event description:
It was reported that during the procedure, an attempt was made to advance a 3.0x28 xience v rx stent delivery system distal to a previously implanted 3.0x28 xience v rx stent toward a heavily tortuous lesion in the proximal right coronary artery, but failed to cross the previously implanted stent. The second 3.0x28 xience stent dislodged during the attempt to advance through the existing implanted 3.0x28 xience stent. The second 3.0x28 xience was withdrawn with resistance felt, then an intravascular ultrasound was performed. The second 3.0x28 xience stent was successfully snared, and there was no damage caused to the previously implanted 3.0x28 xience stent. A 3.0x38 rx xience prime stent was implanted. There were no adverse patient sequelae, but there was a clinically significant delay of 2 hours. A cine analysis revealed that the 3.0x28 xience v rx deployed stent in the proximal right coronary artery exhibited stent damage, a waist in the balloon, and a dissection during interventional post-dilatation with a non-abbott balloon. The cine analysis also revealed that the 3.0x38 rx xience prime was deployed to treat the dissection that occurred during post-dilatation of the initial implanted 3.0x28 xience stent, and that the 3.0x38 rx xience prime stent exhibited a balloon waist during post-deployment inflation. Subsequent post-dilatation inflations fully expanded each stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0x38 xience prime and 3.0x28 xience v are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Correction-the device was not received. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event.